Manufacturer narrative:
A siemens customer service (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found a clogged port in the rotary valve and removed the clog. The cse ran integrated multi-sensor technology (imt) alignments and primed the system. The cse ran imt dilution check, quality controls and patient comparisons, all of which were acceptable. The cause of the discordant, falsely elevated sodium results was a clogged port in the rotary valve. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on three patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.